Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer woke up with blood glucose was in 400 mg/dl, 387 mg/dl and. It was also reported that the last customer almost died and blood glucose was in 1000s mg/dl and customer had heart attack and kidney was failed. The customer declined troubleshooting on insulin pump for high blood glucose. The insulin pump will not be returned for analysis.